Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-04623,2938836-2019-04624. It was reported that when the patient presented in the clinic for follow up after the lead revision procedure, pocket infection was observed. The whole system along with the revised lead was extracted. The patient was stable before, during and after the extraction procedure. The replacement procedure was discussed but not scheduled yet.